Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all keypad buttons had normal response and were functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button had a delayed, intermittent response and was torn. The reporter indicated that the tactile changes occurred prior to the damage to the keypad button. It was noted that the rubber pad on the bottom of the pump was peeling off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.